Manufacturer narrative:
The root cause could not be determined as sufficient pt info was not available. It is possible that the malignant tumor noted in the surgeon comments caused add'l loads to be applied to the device and resulted in the disassociation but without pt medical records this cannot be confirmed. Visual inspection of the device confirmed the reported event. The inner liner and locking ring were both disassociated from the outer liner of the constrained insert. No pt records were available for exam. Device history review determined all devices in the reported lot were accepted into final stock with no reported discrepancies. Complaint history review determined there have been no other events for the lot. Review of the package insert: "warnings: - pts should be instructed on the impact of excessive loading that can result if the pt is involved in an occupation or activity which includes substantial walking, running, lifting, or excessive muscle loading due to pt weight causing extreme demands on the constrained insert can result in the failure of the device. Extreme demands on the device may also compromise the acetabular shell's fixation in the acetabulum." "Adverse effects - dislocation of the hip prosthesis can occur due to inappropriate pt activity, trauma or other biomechanical considerations."

Event description:
Liner had disassociated from trident shell. Once hip was opened and visible, it was noted that the 'inner' bi polar insert had pulled out and disassociated from the outer bearing portion of the constrained liner. The 22 mm femoral head was still attached to the stem trunion (v40 gmrs prox femur) and this was still connected to the 'inner' bi polar insert. Outer bearing of constrained insert was still firmly located in trident shell. New liner 690-00-22d was fitted into shell and new head fitted to trunion 22mm std 6260-4-122 and femur reduced.